Event description:
A nurse reported a malfunctioning foot pedal. Timing of the event is unk. Additional info has been requested, but none has been received.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).